Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer's mother reported via phone call that the infusion set cannula was bent. Customer's blood glucose was over 500 mg/dl. Device had alarmed no delivery alarms. Customer was unable to troubleshoot for high blood glucose due to the device not present at time of call. Customer will not be returning the reservoir for analysis.